Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) and right ventricular lead displayed high out of range shock impedance measurements. It was thought the lead was fractured. A revision procedure was performed. After the lead was replaced, similar shock impedance measurements were obtained. Visual inspection of the device revealed the header appeared "wobbly". The device had been implanted subpectoral. A decision was made to replace this device; the device was removed and replaced. Normal shock impedance measurements were obtained with the replacement device and lead. It was thought the issue was related to the header. No adverse patient effects were reported.

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The (df-+ feed through wire was found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.